Event description:
It was reported to miethke that a paedigav valve (B)(6) (part # fv295t) was to be implanted during a procedure performed on (B)(6) 2017. According to the complainant, a blockage of the valve was observed. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Weight: (B)(6). Height: 99 centimeters (cm). Gender: unknown.

Manufacturer narrative:
This complaint was reopened in reference to qab 2154. Manufacturing site evaluation: manufacturing and quality control data the paedigav was manufactured by a qualified employee in june 2015. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The valve has a fixed pressure of 9 cmh20 in the horizontal position and 29 cmh20 in the vertical position. The valve was inspected as article fv295t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specification. Device examination: the valve was received submerged in an unidentified liquid in the provided returnkit. Visual inspection: no significant deformations or damage to the valve were detected during the visual inspection . Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure was measured using a miethke computer controlled testing apparatus which simulates a cerobrospinal fluid flow. The results showed that the valve was not operating within the accepted tolerance in either position. In the horizontal position, the valve tends to underdrain; in the vertical position, to overdrain. Result: a visual inspection of the paedigav was performed. No significant deformations or damage to the valve were detected during the visual inspection. Next, the valve permeability was tested, which revealed that the valve was not penetrable. Next, a computer controlled simulated flow test was performed, the results showed that the valve was not operating within the accepted tolerance in either position. Finally, the valve was dismantled. A build-up of a substance (likely protein) was observed inside the valve. Based on the investigation, the valve was found to be occluded. This was likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc)-therapy by shunt implants. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required.